Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device stopped working. There was a fluid loss in the left cylinder due to hole. The left cylinder was oversized which caused it to crinkle and create a hole. Was sized down and replaced with a 18cm cx.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak and hole/perforated was confirmed via product analysis. The reported allegation of oversize was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both of cylinders had wear at fold in cylinder body. Both cylinders had krt were worn to filament; no leak was found in the krt. Cylinder 1 has a tear of the outer tube due to wear at fold in the cylinder body; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. The input tube sleeve measured 15 mm. Cylinder 2 has a large tear in the outer tube in cylinder body attributed to wear with avulsion. Broken fabric treads was present. Cylinder 2 also has a large hole in the inner tube due to sharp instrument damage. Cylinder 2 was not functional test due to large hole in the cylinder body. The ams 700 momentary squeeze (ms) pump was visually inspected. The contamination was found inside pump. The pump was not functionally tested due to contamination. Based on the results of this investigation, no escalation is required. 720185-01. Reservoir flat iz 100 ml. The complaint component was returned and analyzed, and the reported allegation of fluid leak was not confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested. The krt was worn to filament; no leak was found. The reservoir performed within specification. A device malfunction was identified based on the worn krt; however, this malfunction would not affect the overall functionality of the device nor contribute to the reported events. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device stopped working. The patient underwent a surgical procedure in which the tubing was followed to the pump which was released from dense scar tissue and pseudo capsule. The 21cm cylinders and rte's were explanted, a corporotomy was performed and 18cm cylinders were implanted. There were no patient complications.

Manufacturer narrative:
Upon return, the device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders passed the leak and pressure tests performed. However, one of the cylinders had a large tear in the outer tube, attributed to wear with avulsion. Ams700 momentary squeeze (ms) pump was not tested due to contamination observed inside the component. The reservoir was visually inspected, leak tested, pressure tested and examined using a microscope. No leaks were found in the component. Product analysis was unable to confirm the reported allegations.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak and hole/perforated was confirmed via product analysis. The reported allegation of oversize was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both of cylinders had wear at fold in cylinder body. Both cylinders had krt were worn to filament; no leak was found in the krt. Cylinder 1 has a tear of the outer tube due to wear at fold in the cylinder body; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. The input tube sleeve measured 15 mm. Cylinder 2 has a large tear in the outer tube in cylinder body attributed to wear with avulsion. Broken fabric treads was present. Cylinder 2 also has a large hole in the inner tube due to sharp instrument damage. Cylinder 2 was not functional test due to large hole in the cylinder body. The ams 700 momentary squeeze (ms) pump was visually inspected. The contamination was found inside pump. The pump was not functionally tested due to contamination. Based on the results of this investigation, no escalation is required. 720185-01 reservoir flat iz 100 ml.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device stopped working. There was a fluid loss in the left cylinder due to hole. The left cylinder was oversized which caused it to crinkle and create a hole. Was sized down and replaced with a 18cm cx.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device stopped working. There was a fluid loss in the left cylinder due to hole. The left cylinder was oversized which caused it to crinkle and create a hole. Was sized down and replaced with a 18cm cx.